Event description:
A distributor reported a malfunction code, malf 16, for a pump in ireland, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the shipping address for a replacement pump and instructed the customer to use multiple daily injections to ensure insulin delivery until the replacement arrived. Technical support also guided the caller on placing the pump in storage mode and facilitated the return of the problematic pump using a prepaid label.